Event description:
It was reported that patient experienced an infection. The physician has responded with the date patient first presented with fever, noting the patient then removed dressing and steri strips. A few days later infection was diagnosed. The generator and lead were explanted and the infection was located at both the lead and generator locations. Device history records were reviewed and it was found that the patient's lead and generator were both hp sterilized prior to distribution. The event meets the criteria for a historical data analysis that concludes the event to be related to vns surgery. Device evaluation is not necessary as it will add no value to the investigation, the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.